Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an occlusion alarm occurred. The customer's blood glucose level was 247 mg/dl. A system check was performed verifying the occlusion alarms. After performing a supply change during the system check, an additional occlusion alarm occurred. During a follow-up, it was confirmed the occlusion alarm was resolved by performing an additional supply change.